Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient with a complete seal and deployed device diameter of 22.7 mm. There were no complications or consequences that were reported to have occurred. The patient was discharged on apixaban (5mg twice/day). 123 days post procedure the patient came in for their transesophageal echocardiogram (tee) follow up procedure. The tee imaging showed that there was a complete seal of the closure device, but a pedunculated, non-mobile thrombus with maximum area of 1.77 cm2 was noted to be on the atrial facing surface of the closure device. The patient was switched from aspirin (81 mg/day) to aspirin (325mg/day) and apixaban (5mg twice /day) in response to the thrombus event.